Event description:
It was reported that the patient had an infection. It was also stated that the patient was experiencing inadequate pain relief and pain which described as stabbing, dull, cramping and aggravated when standing and walking. Additional information was received that the patient does not have an infection.

Event description:
It was reported that the patient had an infection. It was also stated that the patient was experiencing inadequate pain relief and pain which described as stabbing, dull, cramping and aggravated when standing and walking.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection. It was also stated that the patient was experiencing inadequate pain relief and pain which described as stabbing, dull, cramping and aggravated when standing and walking. Additional information was received that the patient does not have an infection. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7077226/7077224.